Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked "from discharge pipeline." The event occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured from july 18, 2019 - july 22, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye which found that a segment on the tubing line was damaged. Functional testing was performed by filling the device with green colored water for a leak test. As a result, a leak was observed at the damaged area on the tubing line. The reported condition was verified. The actual cause of the damage could not be determined, however, the most probable cause was determined to be a supplier manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.